Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacture's right ventricular (rv) lead displayed noise, oversensing and pacing inhibition which led to pacing inhibition of greater than two seconds. The pacing impedance measurements were reported to have been trending down. The patient was seen for a revision procedure where the rv lead and left ventricular (lv) lead were swapped in the header. There were no adverse patient effects. The device remains in service.